Event description:
It was reported that the patient was in the emergency department (ed) for a non-left ventricular assist device related event. The patient stated that they felt two shocks from their implantable cardioverter-defibrillator (ICD), although electrophysiology interrogated the device and it showed no ICD shocks. While in the emergency department, the nurse reported a low voltage hazard alarm that was not seen in the log files on 02mar2026, only alarms from the week prior were seen. It was also reported that the patient had one battery in their possession that looked to have some corrosion on the pins. This was not the battery that the patient was connected to when the system controller alarmed. The battery was removed from use. The patient was given a loaner battery to replace the one with the corroded pins. Log files were submitted for review captured power cable disconnect and no external power events that were caused by power to the mobile power unit being briefly interrupted. There were no interruptions in pump support during the events, and the emergency backup battery (ebb) was used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.